Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6. -9.0/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was removed and this resolved the problem. Lens was implanted, removed, and replaced intraoperatively.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).